Manufacturer narrative:
(B)(4). Information was received from a distributor who is not required to complete form 3500a. The device was received for evaluation. Visual inspection confirmed the reported condition. The device was manufactured 8/24/2012. The lot was found to be manufactured with a polyethylene bag that has been previously investigated and has a propensity to adhere to polished surfaces. The device was used for treatment. This is the fourth stem from this manufacturing lot to receive a complaint for packaging material adhesion. This issue has been previously investigated and as part of corrective action, a new supplier for the polyethylene bags has been selected and testing completed to ensure thermal reliability and stability of the new bags. Field action z-0845-2016 was initiated on january 11, 2016 to remove remaining affected units from the field. This field action contains the related part and lot number. This MDR was identified during an internal retrospective review to meet reporting requirements and therefore is being filed retrospectively.

Event description:
It was reported that when the implant was opened for use, the plastic packaging was adhered to the femoral stem. The surgeon attempted to remove the plastic, but was unsuccessful. Surgery was completed with another stem. There was a five minute surgical delay.